Event description:
A customer contacted baxter (B)(4) regarding a connection issue with the female connector of an ultra set. The customer stated that the female connector of the ultra set and the male connector of the transfer set would not tighten. When the customer tried to connect a new ultra set of the same lot number to a new transfer set that was not stained with betadine, the connection tightened. Meanwhile, when the same ultra set was connected to a transfer set stained with betadine, it would not tighten. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a capd disconnect y-set was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.